Manufacturer narrative:
H6: updated. H3: one device was received. No damage was found during a visual inspection. A review of the event history log found a syringe plunger not in place message. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was a defective ear clip and ear clip spring. The ear clip and ear clip spring were replaced. Pump passed all testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing the syringe and alarming flange sensor error. There was no reported patient involvement.